Event description:
Same case as MDR ID 2134265-2015-04262 and MDR ID 2134265-2015-04602.it was reported that plaque shift occurred.the target lesion was in the right coronary artery (rca). A non-bsc guide wire and a mach1 6f kr4s guide catheter were placed. A promus premier drug eluting stent (des) was implanted in the distal rca. A promus premier des was implanted in the proximal rca. Plaque shift was noted to the mid rca. The physician thought the plaque shift occurred due to the deployment of the stents. To treat the plaque shift, a 145, 5-in-6 guidezilla¿ extension catheter was advanced. The physician attempted to advance a 4.0x32mm promus premier des; however they were unable to advance the 4.0x32 promus premier des to the lesion. The guidezilla¿ and promus premier were remove and it was noticed that the shaft of the guidezilla¿ had broken where the hypotube connects with the guide section. The same 4.0x32 promus premier des was re-advanced through a non-bsc device and deployed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).